Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system was showing a collimator error. The system was restarted five times and finally resolved. There was no patient present when this issue was identified.